Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like pump error 23 (post-reset ram crc alarm), power loss alarm and prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. The alarm did not recur after inserting a new battery. The customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-431ag. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement. No low battery alert, pump error 23 alarm or prime/fill anomaly noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert (104) on (B)(6) 2025 at 07:58:00. No valid battery cycles were found in the pump history file. (2) pump error 23 alarms found in the pump history file/trace on (B)(6) 2025 at 19:20:47 and 21:52:58. (9) pump error 43 alarms found in the pump history file/trace on (B)(6) 2025 started from 18:55:05 to 20:03:03. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Pump error 23 alarm, unexpected battery power loss or prime/fill anomaly not confirmed. Pump error 43 alarm due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.